Event description:
A surgeon reported an unexpected outcome following intraocular lens (iol) implant surgery. He stated he has rotated the lens 150 degrees. Add'l info was received from the surgeon, who reported he does not consider this a lens issue. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Not enough info was provided from the account to properly complete an investigation. The root cause could not be identified by the investigation. Add'l info was requested on 09/28/2011 by fax and mail. A completed questionaire has not been received. (B)(4).